Event description:
It was reported to the manufacturer by the patient's mother that the patient has been experiencing dysphagia and dyspnea since an increase in settings of the generator. It was indicated that these episodes were followed by seizures. It was also indicated that this frequency of seizures was above pre-vns baseline. The relationship between the increase in seizures and vns therapy is unknown at this time. The patient was suggested to use the magnet during meals to avoid aspirating. Good faith attempts to obtain additional information regarding the reported events have been unsuccessful to date.